Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
Removal asnis screws convert to total hip. It was reported screws were removed because the patient had arthritis.

Manufacturer narrative:
Based on investigation, the root cause of the determined event was attributed to a user related issue. The sales rep. States that there was a non-union and therefore we assume that this is a clinically issue. The op tech asnis iii cannulated screw system shows that the surgeon has to choose the most appropriate device and treatment option. In this case the first treatment was on (B)(6) 2013 and after almost 2 months there was revision surgery because of non-union and therefore we assume that the surgeon choose an inappropriate device for this treatment. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If the affected device is available the complaint will be reworked.

Event description:
Removal asnis screws convert to total hip. It was reported screws were removed because the patient had arthritis.